Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis. The cause could not be determined.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Unable to confirm deflation. Not explanted. No information available. Updates made to the following sections: date of this report (b4) device available for evaluation (d10) type of report (g7) type of reportable event (h1) type of follow-up (h2) device evaluated by manufacturer (h3) event problem and evaluation codes (h6) manufacturing narrative/corrected data (h10).

Event description:
Alleged deflation.

Event description:
Alleged deflation.